Event description:
Customer reported a no delivery alarm on the insulin pump. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did exit and that the insulin pump did alarm for no delivery. Customer was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing using the plunger. Customer stated that insulin did exit the tubing. Customer was assisted in running another fixed prime and stated that insulin did exit again. The blood glucose reading was 200 mg/dl. She stated that the blood glucose had been higher than usual, about 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.